Manufacturer narrative:
The customer ran controls with acceptable results. The customer's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.6 - 4.0 inr): (B)(6). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368890) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable high inr result coaguchek xs pro meter serial number (B)(6) compared to the dade innovin laboratory method. At 1:38 pm the result from the meter from a capillary sample was 5.1 inr. At 2:07 pm the result from the laboratory from a venous sample was 3.6 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The result in question was reported to the medical personal treating the patient. The customer did state that the patient missed a dosage 4 days prior to the date of the event and doubled up their dosage the next day.